Event description:
A customer contacted beckman coulter inc. (Bci) regarding several incorrect results on multiple cartridge chemistries (cc) generated by the unicel dxc 600 pro synchron clinical systems. The specimens were re-tested on the dxc 600 pro instrument and on a different analyzer and obtained results were in a different clinical range. Some of the results were reported out of the lab and were questioned by the physician. There was no affect to patient treatment.

Manufacturer narrative:
Per customer, qc was acceptable at the time of this event. A field service engineer (fse) was dispatched: the fse found the reagent mixer wash station flow was weak and noted that the wash station tubing was crimped. The fse replaced the pinched wash station tubing. The customer re-checked all other results from the same time period and did not find any other results that needed to be corrected. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.